Manufacturer narrative:
Block d2b: product code: pcu, qxh; reported here as the product code exceeded character limit for the designated field. Block g4: premarket / 510(k)#: k150692, k153088, k181905, k220112, k233318; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required to control the bleeding.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2024. During the procedure, an attempt was made to deploy the stent; however, the device misfired causing the stent to dislodge from the implant site. The stent was retrieved using raptor forceps, and a clip was used to control the bleeding. Additionally, during scope processing, a piece of the device was discovered inside the scope, which was subsequently removed and collected. There was no patient complications reported as a result of this event.